Manufacturer narrative:
Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, detached end cap and minor scratches on display window noted. Unable to perform displacement test due to detached end cap.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the whole end of the pump (where the drive support cap is) popped out and has to be taped for it to work. Customer also stated there was crack by the battery compartment and on the screen. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.